Manufacturer narrative:
Follow-up #1 date of submission 05/13/2016-device evaluation: the pump has been returned and evaluated by product analysis on 04/29/2016 with the following findings: during testing, the pump was powered on and the display screen appeared dim with discolored text. The complaint was duplicated.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a dim and faded display screen. This complaint is being reported because the reported issue was not resolved during troubleshooting. There was no reported adverse event associated with this complaint.